Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance >= 10000 ohms. The patient's device was not enabled. No patient adverse events were reported. No known surgical interventions have occurred to date.